Manufacturer narrative:
The ICD and the lead fragments were received for analysis. Plexa promri s 65 upon receipt the lead was found cut 6.5 cm distal to the df4 connector pin. A proximal, a 4 cm long medial and a 54 cm long distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. Multiple signs of wear were detected on the leads body. In particular, approximately 32 cm proximal to the lead tip, the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages like the bend df4 connector pin most likely occurred during the procedure. Intica 5 dr-t df4 promri upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 29 months and 14 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as farfield channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular and farfield channels. However, a thorough analysis of the ICD proved the device to be fully functional. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes.

Event description:
After an implantation period of approx. 29 months, oversensing on the ventricular channel was reported. The lead and the ICD were explanted.